Manufacturer narrative:
Pr 9576134 follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR 9382489.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that the bd syringe plastipak 5ml s/su had a scale marking issue. The following information was provided by the initial reporter translated from portuguese to english: "when the syringe was removed from its packaging, it was found that the graduation of the syringe had been erased, impairing the graduation of the dose of medication."